Event description:
A report was received and reports that the device turned itself off twice, once in the cardiac or (operating room), and once after surgery. In the or, the device was turned back on. After surgery, the nurse noted that the patient suddenly stopped pacing and was asystolic. The nurse picked up the device to find it turned off. The device was changed out. No further patient complications were reported as a result of this event. Further information received from the user facility indicates that the device is not available for return. The device was tested at the hospital, and no problems were found. It was noted that the device cover was not used. The nursing staff has been educated to use the device covers, as per their procedure. No similar events have been reported to risk management since this education.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.